Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 110 mg/dl. A test bolus was delivered while the customer was disconnected from the pump and insulin was not observed exiting the infusion tubing during the test bolus delivery and no additional occlusion alarms occurred while disconnected. The customer reconnected the infusion tubing at the luer lock and insulin was observed dripping out of the infusion tubing indicating the original luer lock connection was loose. No damage was noted to the infusion set cannula. Reportedly, a supply change was performed to address the occlusion alarm. Reportedly, the customer reverted to manual injections for insulin therapy.